Event description:
The customer reported the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens upside down in the patient's right eye (od) and low vault was observed. The lens remains implanted. The reporter indicated the event was due to a user's error.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No, lens remains implanted. Method 86 - lens work order search. Results - a lens work order search revealed there were no similar complaints within the work order. (B)(4).